Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that after the endometrial ablation, the surgeon then went in for a planned laparoscopically and saw burn marks on the outside of the patient uterus. No additional details available.